Event description:
On (B)(6) 2015, a case in which a patient underwent a postauricular wound reconstruction with an advancement flap was reviewed by the clinical events committee (cec) and the initial physician determination of "event not associated with the device or implant procedure" was modified by the cec to be "reasonably related to the device". Clinical history of patient: (B)(6) 2008 - original left ear implant. On (B)(6) 2011 - pt. Began experiencing soreness behind left ear due to pressure from eyeglasses. On (B)(6) 2011 - patient underwent a postauricular wound reconstruction surgery with an advancement flap.

Manufacturer narrative:
Device evaluation summary: the sound processor (sn (B)(4)) was evaluated upon receipt at envoy medical. A visual inspection revealed no device abnormalities except for some scratches on the can surface. A DHR review revealed that the device met all specifications. The thickness of the sound processor can was checked and found to be within specification. After evaluation, no device defects were identified.